Event description:
During a laparoscopic choleycystectomy, upon reaching to remove the gallbladder, it was noted that one of the graspers had broken off. A subcostal incision was made to retrieve the broken off grasper.